Event description:
The customer stated that the o-ring in the reservoir compartment of the insulin pump fell out. The customer's blood glucose reading was 460 mg/dl at the beginning of the call. However, the customer's blood glucose continued to drop until paramedics had to be called to assist her to prevent a possible hypoglycemic event. The call was disconnected once paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.